Manufacturer narrative:
(B)(4). Method:the complaint mask was discarded by the hospital. Our investigation is based on the description of events and our knowledge of the product. Conclusion: the rt040 full face mask features a mask base, seal and headgear. The mask seal is inserted into the mask base and is secured with glue. We are unable to determine the root cause of the separation, but it is unlikely to be as a result of a manufacturing defect as we have received no other complaints for the lot number provided. The fault may have occurred due to the glue seal having been weakened during adverse storage or transport conditions. Seal separation may also occur if excessive force is applied to the mask. The rt040 mask is subjected to post-production tests to ensure the seal on the mask can withstand a removal force greater than 100n. In addition, every rt040 mask seal is inspected to ensure it is correctly inserted and that there are no unacceptable gaps between the seal and the base. (B)(4).

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the mask seal of an rt040 full face mask had completely separated from the shell. There was no patient consequence.